Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from inflammation, pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). Ppf and medical records were received. Ppf alleges cup loosening. After review of medical records, the patient was revised to address a failed metal on metal hip; the cup is anteverted. Revision notes reported synovitis and metal debris consistent with a failed cup. Trunnion wear and fibrous tissue were noted. Doi: (B)(6) 2006 - dor: (B)(6) 2014 (left hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).